Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog, glucose level & inability to attach as intended. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inner shield/outer cover/cap that would not attach/detach, and an inability/difficult to prime during use. The product defects caused a serious injury in the form of hyperglycemia. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Complaint 2 of 2. Verbatim: consumer reported pen needle is giving her problems. Nothing comes out of the pen needle during priming. She thinks its with almost all of the box, occurrence count -unspecified. She also stated her sugar was high. She also reported when she was not able to attach the pen needle to the pen. She primes each time. She visually tests the needle each time. She rotates the injection site each time of her injection. She uses the new pen needle each time. She does not tighten the needle while attaching. It has happened with other boxes with the same item # sample and boxes discarded. Lot #, incident date and occurrence count -unknown. Her friend also has issues with pen needle. Asked her to have the friend contact us. No further information available. No contact information available.